Manufacturer narrative:
Concomitant products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 17-dec-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that patient didn¿t have the stimulation coverage so the healthcare provider (hcp) was going to replace with another lead. Hcp was planning on removing lead and replacing with paddle lead. He cut lead and aborted procedure. He is planning on rescheduling to remove the rest of the lead and replace with a new lead and connect to battery. Hcp discarded partial lead. The date of the aborted explant was (B)(6) 2021. The issue is not yet resolved.